Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty relay on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.